Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented right ventricular lead exhibited during a merlin.net transmission, also noted was insulation anomaly. The lead was capped and replaced successfully on (B)(6) 2016. The patient's condition was good during and post procedure.